Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy in 2003. Reportedly, the home pt noticed, when discarding their used supplies, that their cat had bitten through the pt line of the homechoice set. The home pt presented at the clinic in 12/2003 with cloudy affluent and slight abdominal pain. No cultures were collected at that time, however, the pt was diagnosed with peritonitis and treated with vancomycin 1g, intraperitoneal (ip) and gentamycin 80mg, ip. In 1/2004 the pt was prescribed vancomycin 500mg once daily, ip, for 8 days and gentamycin 60mg once daily, ip, for 8 days. Based on a negative culture taken two days later the home pt's nurse concluded that the pt had fully recovered from the infection.